Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst noted the guidewire passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be advanced out beyond the distal tip of the left ventricular (lv) lead. Another attempt was made with a second wire with the same result. No attempt was made to implant the lead. No patient complications have been reported as a result of this event.